Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump ramps up to full speed when the unit was turned on. The device was not changed out, as the pump was moved into a fifth position and was not used for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.